Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced creatinine stirrer motor and modular chemistry (mc) ratio pump. The fse performed calibration and qc with good results. A follow-up call was made to the customer on (B)(6) 2010 and they confirmed the analyzer is performing within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer reported that ten (10) erratic creatinine (crem) results were generated by the synchron lx20 pro clinical system. The results were reported out of the lab. The original specimens were re-tested on a different instrument and amended reports were sent out. Unknown if treatment was initiated or withheld.